Event description:
During an arthroscopic repair, the physician placed the labrafix speedlock plus implant into the bone hole. The physician attempted to deploy the suture locking portion of the implant but was unable to do so. As the anchor could not be removed from the original implant site, a new incision and bone hole were required. The procedure was completed with no further patient complications reported as a result of this event.

Manufacturer narrative:
Attempts to obtain additional information, including the information in requested in section a of the form, were unsuccessful.